Manufacturer narrative:
Initial reporter phone #: (B)(6). Summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, testing of the customer samples was performed and sleeve fall off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, testing of the customer samples was conducted and no sleeve fall off was observed. Root cause: based on the investigation, a root cause could not be determined.

Event description:
It was reported there was leakage found from the sleeve of a bd vacutainer® flashback blood collection needle after withdrawing the first tube. There was no report of exposure, serious injury or medical intervention.